Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted fully and shut off from 60% within two hours. Customer reported blood glucose level was 202 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer reported an elevated blood glucose (bg) level that morning of 467 (mg/dl). The customer stated the reason for the elevated bg level was unknown. A correction bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).